Event description:
On (B)(6) 2009, with a diagnosis of morbid obesity and hiatal hernia, I underwent a laparoscopic adjustable gastric band placement with hiatal hernia repair (realize band-c). On (B)(6) 2011, I went to the emergency room complaining of severe abdominal pain. Abdomen and pelvic CT wo/w contrast was ordered. Initially, abdominal pain was thought to be related to volvulus because of the cecum in the wrong position with dilated bowel. After being transported to a different hospital, further medical evaluation determined the tubing the realize band-c was causing the obstruction of the cecum and small bowel. A diagnostic laparoscopy was required to release the small bowel obstruction caused by the tubing of my realize band-c.